Event description:
Reference number (B)(4) event occurred in bahrain. It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The high blood glucose had been present for less than one hour. The high blood glucose had been treated with a correction dose via the insulin pump no further information available.